Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient returned in the clinic for a follow up with high right atrial (ra) thresholds and impedance issues. Perforation on the ra lead was suspected. The patient was brought into the lab for a lead revision. This ra lead remains in service. No additional adverse patient effects were reported.